Event description:
A complaint was received from a customer that reported when they used excel off brand reagent strips the only result that would be displayed would be a "flashing f-code and "lo" (result less than 20 mg/dl). A false lo result to a diabetic if acted upon could result in a serious medical condition. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer was encouraged to contact co's 24/7 customer service line if any add'l issues or questions are encountered. The complaint is considered closed for purposes of MDR.